Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an emergency procedure, the user reported that no stand movement was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The investigation was completed by our experts. The log file analysis shows a "proximity active" signal from the collimator and c-arm beam cover. From this moment x-ray was still available, however, the system movements were blocked and only the override function (slow speed movement) was available. During this time the following error messages are displayed and informing the customer about the "collision of c-arm - move out of collision zone" and "collision of c-arm-move out of collision zone". Upon investigation the involved customer service engineer (cse) dismantled the cover and inspected the cover as well as the interior for possible damage. The cse could not find any abnormalities and mounted the cover back on the system. The collision was no longer present. The cse tested the c-arm with multiple movements, and system works as intended. The cause of the issue could not be determined retrospectively. In the opinion of the technical experts, the most probable root cause is related to either improper connections, cabling issues or mechanical deformation caused by a collision.